Event description:
A customer reported obtaining erroneously high albumin (alb) results on a unicel dxc 600 pro synchron clinical system for two (2) patients. The customer provided results for one patient. Repeat testing of the samples on an alternate instrument generated lower results. The instrument generated a cc (chemistry cartridge) reagent cartridge no fluid detected error followed by a cc cuvette no fluid detected error during the event. The initial results were not reported out of the laboratory, thus did not affect patient diagnosis or treatment.

Manufacturer narrative:
There was an empty and full alb cartridge on the system. The customer removed the empty cartridge, and performed a quality control (qc) run. Results were within established ranges.